Event description:
Evaluation summary: the device was explanted during surgical conversion due to aaa expansion and a contained rupture. Implant details including aneurysm morphology were not reported. It was reported that (B)(6) months post-implant, an endurant limb was implanted to resolve a distal type I endoleak, and three months later a 32 mm endurant aortic cuff was implanted within the 26 mm aneurx bifurcate to resolve a proximal type I endoleak. Recently, the patient was found to have a contained rupture of the aaa and the decision was made to convert the patient. The suspected cause was reported as due to posterior growth of the proximal portion of the abdominal aorta. No other device issues were reported. The physician explanted the aortic cuff and bifurcate, and left the limbs in the patient; the patient was successfully converted. From the examination of the returned devices and the clinical information provided, the cause of the aaa expansion and contained rupture appears to be due the reported increasing size of the proximal neck. The devices were returned with the aortic cuff detached from the bifurcate. Several large sections of fabric were cut away from the proximal portion of the bifurcate and distal section of the cuff (and not returned), and the majority of both limbs were not explanted, thus limiting the extent of the evaluation. Examination of the bifurcate found no integrity issues on the proximal sealing area at rings 1 and 2. Two abrasion holes, including multiple stent fatigue fractures and associated suture breaks, were seen just proximal to the flow divider (at ring 3) in an area of observed stent graft angulation. It is possible that these holes contributed to the aaa expansion; however, they may have been covered in-vivo by the aortic cuff or tissue, thus preventing endoleak formation. At the mid-length of the contra limb (rings 5 - 6), 3 abrasion holes and multiple suture breaks were also seen; however the holes appeared covered by tissue/thrombus in the "as received" condition. No stent graft integrity issues, other than the excision cuts, were seen with the aortic cuff. The cause of these findings could not be confirmed. Films were not provided to evaluate the in-vivo configuration of the stent graft; however, the large amount of localized suture breaks seen would suggest that the stent graft aortic body and limbs were likely placed in a highly angulated orientation. The decision to implant the 32 mm aortic cuff to resolve an earlier proximal type I endoleak could indicate that the proximal neck may have dilated, and it is possible that continued disease progression may have been the cause of the recent aaa expansion and contained rupture.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 83 months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that approximately 17 months ago an endurant limb was placed to extend the graft in order to resolve a distal type I endoleak. Subsequently five months ago an endurant cuff was placed for an unknown reason. Three weeks ago the patient underwent a surgical intervention for a posterior contained rupture as the proximal aorta was growing. The aneurx bifurcated stent graft and the endurant cuff were explanted and the iliac limbs were left in place and they were sewn onto the aorto-bi-femoral graft. It was reported that the no additional clinical sequelae were reported and the patient is fine. The explanted stent graft was received and its analysis is pending.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, aneurysm rupture), lack of information (unknown cause of endoleak). Evaluation conclusion: lack of information (unknown cause of endoleak).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (disease progression). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression).